Event description:
A sentrant sheath was used in the treatment of a patient. The device was prepped and inspected prior to use with no issue noted; however. It was reported that some difficulties were experienced advancing the sheath with the dilator into the body. Upon removal, the device was inspected and it was noticed the lumen was damaged. It was reported that a new sentrant was used to complete the procedure with no issue reported. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation: the device was returned loose within a generic brown box. The catalog and lot numbers on the labels matched the numbers from the event. The device was returned bloodied. Upon inspection of the sheath and dilator, the sheath had a slight bulge. The rest of the device was unremarkable. Microscopic inspection revealed markings on the dilator leading into the damage seen to the distal end of the sheath, which may have been due to interaction with calcification or possibly another stent/staples. The insertion difficulty event could not be confirmed as it took place in-vivo and could not be replicated during analysis. The root cause of the event could not conclusively be determined; however, interaction between with calcification or possibly another stent/staples may have contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received in relation to this case reported that the defect was noted at the edge of the introducer. There was deformation and the transition between the dilator and the introducer was bulky. Films review summary the cause of the reported difficulties advancing the sheath/dilator into the patient could not be determined from the pre-implant films provided. The films at implant were not available. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. Pending device return and analysis which will be covered in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: film evaluation summary: review of pre-implant 3d-CT film report revealed that the patient had a 56mm max diameter infrarenal aaa. The neck diameter ranged from 24 ¿ 21 ¿ 23 mm along the 31mm length; the neck was mildly angulated with little calcification. The distal aortic diameter measured 21mm with no appreciable calcification. The iliac arteries were non-tortuous and moderately calcified bilaterally. The right common iliac ranged in diameter from 15 ¿ 14mm along the 32mm length and the left common iliac artery ranged from 13 ¿ 17 ¿ 12 mm along the 45mm length. The right external iliac artery diameter was 9mm, and the left external iliac artery diameter measured 8mm. The access vessels did not appear calcified or stenosed. Review of pre-implant CT¿s confirmed that the patient had a 56mm infrarenal aaa. The distal aortic diameter measured 22 x 20mm with little calcification, and the iliac arteries were mildly tortuous. The common iliac arteries contained moderate levels of calcification, with slightly higher levels on the right side, with no appreciable thrombus, and no stenotic areas along the length down to the femoral arteries; bilaterally. The rcia flow lumen diameter ranged from 10 ¿ 14mm, and the lcia flow lumen ranged from 11 ¿ 14mm in diameter. Other than the calcification seen within the common iliac arteries, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. If information is provided in the future, a supplemental report will be issued.